Event description:
It was reported that the pt was undergoing ptca and stenting of a high-grade, thrombotic lesion in the obtuse marginal branch 1 day post non-q wave myocardial infarction. The stent was deployed at 8 atm's following pre-dilation. There was some difficulty withdrawing the balloon, but they were able to do so with minimal traction. Angiogram showed 10% residual stenosis with minimal thrombus. At this time, withdrawl of the wire was very difficult, despite multiple attempts to pull it, as well as advancing two additional balloons to try to support and withdraw the wire. It was felt that following deflation, while the balloon was being retracted from the distal end of the stent that was probably underdeployed, the wire became entrapped on the end of the stent. The pt had minimal chest pain and was hemodynamically stable. The options for retrieval of the wire were considered. After much discussion, it was decided to suture the sheaths and wire in place and observe pt for 6 hours. Pt was transferred to another facility the following day where pt underwent arteriotomy for removal of the wire and stent and revascularization. The physician states he understands the stent and wire were discarded. Pt status is ok.